Event description:
Caller reported that their pump screen was dark and would not turn on. There was no reported impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.